Event description:
The patient was implanted with a smooth saline mammary prosthesis on 5/26/98. Subsequently, the patient experienced an infection and extrusion of the device. The device was removed on 7/17/98.